Event description:
Tearing-prolene mesh tore during laparoscopic hernia repair and surgeon was unable to remove.

Manufacturer narrative:
No product was returned for evaluation, accordingly, no testing could be conducted. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot numbers. No conclusion can be drawn.